Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and inspected. Visually the device remains fully assembled. The distal tip of the anchor is broken but remains held in place by the suture. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue and also the quality of the bone. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that one of her healix 4.5mm peek anchors broke upon insertion into the bone hole during a rotator cuff procedure. She stated she was not present for the case but the surgeon removed the all fragments of the broke anchor and used another anchor to complete the procedure with no patient consequences. The device is being returned for evaluation. No further information could be provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visually the device remains fully assembled. The distal tip of the anchor is broken but remains held in place by the suture. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue and also the quality of the bone. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).